Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, the suture knot of the first fast-fix 360 was loosened. The procedure was completed with a non-significant delay using a back-up device. T2 was removed from the patient using suction forceps. No further complications were reported.